Event description:
It was reported that during a follow-up call the user experienced low blood glucose after announcing and dosing insulin for a hard-boiled egg, followed by inadequate treatment of hypoglycemia and difficulty syncing data, with education provided on meal announcements, hypoglycemia treatment, and device handling. Symptoms included hypoglycemia reaching 40 mg/dl. The device displayed low and very low glucose readings with alerts. Outcomes included home treatment with oral carbohydrate and no hospitalization. Investigation included clinical assessment via call review, troubleshooting guidance, and referral to customer support. Investigation of this case revealed user-related factors including incorrect meal size announcement and insulin dosing for a low-carbohydrate food, refusal of confirmatory fingerstick, and delayed treatment of hypoglycemia. It was concluded that the event was related to user interaction and use-related error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.